Event description:
It was reported that following a right naso-labial fold completed in 2001, the patient developed an inflammatory response to sutures and the stitches abscessed. It was reported the procedure had to be redone in 2002. The sutures were removed eleven days later. A stitch abscess was noted almost three months later, and the sutures were removed in the next month.